Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil became damaged. The patient was undergoing surgery for treatment of a saccular, unruptured, right internal carotid-posterior communicating artery an eurysm. It had a max diameter of 5.5 mm and a 3 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that during the first attempt to deploy the axium frame coil, repositioning was performed, but the coil became entangled and clumped. There was coil damage/early withdrawal. The coil was removed externally. The coil was collected through the microcatheter. It was stored within the sofia distal access catheter and removed from the patient together with the sofia catheter. The device was prepared as indicated in the package insert. There was no deformation or damage to the delivery pusher. There was no resistance during delivery. The coil was repositioned three times. Coil dislodgement was not attempted. The delivery pusher did not rotate inside the patient's body. The device was flushed continuously during the procedure. There was no health damage to the patient. The product was not used in an infected patient. There was no additional surgical or medical treatment performed. Ancillary devices include a sofia catheter. Additional information was received that the cause of the event was not determined. It was noted that when attempting to coil the frame on the first attempt, a re-coiling was performed, but the coil became tangled and formed a lump. It was clarified that "early withdrawal" referred to premature detachment. The coil prematurely separated from the delivery wire and the coil was stretched. There were no issues that resulted in the damage that was found. The procedure completed by replacing the device with another company's product.